Event description:
A 3d tee probe was used to monitor pt during CABG surgery. Several days later, it was reported that the pt suffered a gi bleed from severe ulcer disease, perhaps exacerbated my mechanical tee probe contact. The pt died from complications after cardiac surgery.

Manufacturer narrative:
The ie33 and transducers were evaluated on site by philips service engineer and determined to be performing as intended and remain in use at the user facility. Subsequent to the events reported, several procedures have been performed using the involved products without incident. Pending response from risk manager, the initial opinion of the risk manager and doctors involved suggest they do not believe there was a causal connection between the adverse event and the ie33 equipment.